Event description:
Stop of fresh gas delivery when kion switched from o2/air=n2o /o2 position- unit used more than 30 minutes in control volume mode in o2/air position. (Pre-use check ok) when positioned on n2o/o2, the fresh gas delivery suddenly stopped without sending either audible or visual alarm signal. Following the incident, pt has been ventilated with the help of manual ventilation. Report sent to the french authorities by the customer.